Event description:
In 9/2003, the pt reportedly was seen at the implant center for initial stimulation. The pt reportedly experienced pain with no auditory stimulation. During stimulation, the pt reportedly was unable to hear sound. Two days later, the pt was seen by a co rep. CT scan results revealed soft tissue opacification of the mastoid antrum. In 2003, the pt was seen by the surgeon for evaluation. In 11/03, the surgeon performed surgery to reposition the electrode array. The device remains implanted.